Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic rectosigmoidectomy, at the colon, the device was difficult and unable to close. The warhead tilted before stapling. An unusual effort required to turn the twist knob in order to visualize the green bar. The anvil was bent. They changed the device to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The staple guide was observed to be not attached to the instrument with damage to the staple guide, one of the staple guide retainer legs was bent. Further inspection of the instrument shell noted that three staple guide holders were broken. Microscopic inspection of the shell noted transfer material indicating proper welding. Functionally, the instrument was loaded with a new staple guide and the instrument was applied to test media. The instrument deployed a full complement of staples and the test material was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged staple guide may occurred due to rough handling. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.